Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they feel stimulation so much more in the left leg. If they turn it up too high, they have chronic back pain and it makes it worse. After they lower it after it has been up for a few days the back of their leg is sore on the left. They said this was when stimulation was at 1.8 or 1.9 volts and this happened a few days ago. The patient saw their healthcare professional on monday, and they said the incision spot is really bruised and not healing like it is supposed to. The patient was going back to their healthcare professional on friday to be looked at. The patient wanted to see if they could get more then the benefit they were getting. Patient services advised to ask their healthcare professional if they can try changing the program since they can¿t increase the stimulation higher without it being uncomfortable.